Event description:
It was reported thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman flx laa closure device & delivery system (wds) were used. A very small thrombus was noted on the core wire of the device prior to release. The device was placed without issue. The thrombus was aspirated after the device was released. No further issues were reported and the patient was noted to have fully recovered.